Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed to the usb port. The observed damage to the usb port would prevent the customer to charge the reader which would lead to the reader not powering on. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of fire was observed however, liquid contamination and corrosion was observed. The moisture indicator sticker inside reader was activated, indicating the reader has gotten wet. The returned battery voltage was measured at 0v which, is outside of the range specification. The returned battery was replaced with a new un-used battery and the reader did not power on. Liquid ingress can cause corrosion under the ic chips and other components on the pcba that is not able to be removed by applying isopropyl alcohol. Corrosion can cause shorts/opens on the pcba, affecting the expected functionality of the reader. Since the customer's reader has gotten wet and is unable to power on, adc is unable to further test the reported issue. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.